Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture, side unknown. The device was explanted and replaced with non-allergan device.

Event description:
Physician reported rupture, side unknown. The device was explanted and replaced with non-allergan device..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the specification, crease folds, deformation, black particles, and cloudiness. Bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues were found related with the manufacturing process. - no openings or issues related to device rupture were observed.